Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a proximal humeral fracture procedure on (B)(6) 2021, insertion guide broke. The k-wire got stuck in the k-wire hole. Surgeon tried to retrieve but it won¿t pass through. There was no other guide available to use. Procedure got delayed for ten (10) mins due to the attempt to remove the k-wire from the guide. There was no patient harm. This report is for one (1) insertion guide with nose. This is report 1 of 2 for complaint (B)(4).